Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose with a reported value of 40 mg/dl after intentionally entering smaller-than-actual meal announcements and lowering weight in the ilet to reduce insulin, which constituted an improper method of use related to the user interface; the user requested and completed a factory reset with guidance, and education on correct meal announcements was provided. Symptoms included hypoglycemia. Outcomes included the need for oral glucose to treat the event. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed that no device problem was found, and a usage problem was identified, characterized as an improper procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.